Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the prongs of the driver broke during deployment of the implant. The physician assessed that this damage was due to the patients narrow anatomy which caused some resistance. All broken pieces of the driver were removed from the patient successfully; however, the procedure was aborted due to the patient's difficult anatomy.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that the tips of the driver were completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. This confirmed damage to the driver was likely an unintended result of excessive force while using the device.

Manufacturer narrative:
Device analysis of the returned driver revealed that the tips of the driver were completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. This confirmed damage to the driver was likely an unintended result of excessive force while using the device.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the prongs of the driver broke during deployment of the implant. The physician assessed that this damage was due to the patients narrow anatomy which caused some resistance. All broken pieces of the driver were removed from the patient successfully; however, the procedure was aborted due to the patients difficult anatomy.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the prongs of the driver broke during deployment of the implant. The physician assessed that this damage was due to the patient's narrow anatomy which caused some resistance. All broken pieces of the driver were removed from the patient successfully; however, the procedure was aborted due to the patient's difficult anatomy.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that the tip of the driver was completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. A labeling review revealed that the instructions for use (IFU) states to avoid application of excessive stress on instrumentation and to not force deployment or implant breakage or damage to bony structures may result. The IFU also states, carefully inspect all instruments prior to and after use; do not use an instrument that is visibly damaged. If an instrument appears damaged after use, the IFU states to confirm that no broken fragments are retained in the patient. This confirmed damage to the driver was likely an unintended result of excessive force while using the device, thus unintended use error caused or contributed to the event.